Manufacturer narrative:
There is one previous complaint (B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr # (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 07/17/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.failed deviation at 7.08. No patient was involved.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).